Event description:
Fleurx catheter cuff migrated out of tunnel. Cuff had not grown in, yet. Patient had pneumothorax. Spoke to head tech in interventional radiology. Dr in ir placed catheter. Head tech sadi that the patient had a pneumothorax prior to insertion of the pleurx catheter. He believed that that the later pneumothorax was from the same cause (probably an air leak in the lungh) and not due to the catheter. Catheter was explanted.